Manufacturer narrative:
Per updated information from the service team the leak rate was 850ml/min. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. The initial complaint was not reportable. H3 other text : per updated information from the service team the leak rate was 850ml/min. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. The initial complaint was not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a leak in excess of 4.5 lpm that could cause a loss of mechanical ventilation. There was no report of patient involvement.